Event description:
The user facility reported that the impella cp was connected to the automated impella controller (aic) but the screen would not advance to start. Therefore, a second aic was used, which worked. There was no known harm or injury to the patient.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: d2 common device name updated. G1 MDR reporting contact email.